Event description:
During a surgical procedure, the insitucat valvulotome tip came off in situ. The tip was extracted through a surrgical incision. Another insitucat device was obtained aaaaand the procedure was completed without further complications.